Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the synchoseal instrument was not sealing. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the synchroseal instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal test on 3 of 3 attempts. There was no physical damage observed during testing. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.